Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
It was reported that the patients ipg was inoperable. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.